Event description:
The dreamstation bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation inside the blower kit and displayed error codes: 22 (err_motor_flux_magnitude,), error code: 226 (err_sensor_press_unreliable), error code: 94 (err_rtc_stopped,). The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The 510k number, product name and recall z number were updated.